Event description:
It was reported that an over infusion occurred with a pump while a primary infusion of cardizem and a secondary infusion of amiodarone were infusing into a pt. The primary infusion was reported to have been programmed at 7.5cc/hr, with 100cc vtbi. The secondary infusion was reported to have been programmed at 33.3cc/hour with 250cc vtbi.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed by sigma with the unit passing. The history log shows the primary infusion start time of 10:18 am with the infusion stopped at 17:44 pm. No malfunction could be confirmed.